Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported the screw fractured in tooth location 29 and was not able to remove the fracture portion from the implant. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The internal drive feature is noted to contain a fractured screw piece in the drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 45 (fdi) and used for approximately 11 years. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred for both devices as a fractured screw was identified within the reported implant. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.